Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was noted at the keypad traces. The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, severe scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 54 mg/dl. Advised to conduct troubleshooting for the low blood glucose, but the customer declined. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to their back-up plan. Nothing further reported.